Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had elevated blood glucose of 600 mg/dl. Her doctor was concerned about the functionality of the animas pump as there reportedly were missing bolus dosages from the history. In addition, the patient ha1c was higher than normal at the last checkup. Her paper record showed she took 15 units of bolus insulin on (B)(6) 2013, at 6 pm. There was no bolus insulin dosage in the subject pump history at the time of concern, which leads the patient to believe the insulin dosage was never delivered according. At 9:26 pm, her blood glucose was elevated to 600 mg/dl. She was able to take 12 units of insulin via the subject pump. The patient did not have any symptoms. During troubleshooting, the animas representative confirmed that the advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. There was no product misuse. The animas product was replaced and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose reading over 500 mg/dl while on insulin pump therapy. According to the patient, there was an insulin delivery dosage issue of 15 units on (B)(6) 2013, at 6 pm. She subsequently had elevated blood glucose later that day.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the last basal delivery was on (B)(6) 2013 at 12:48 pm, information from the reported date of (B)(6) 2013 is overwritten. The total daily dose records double for the dates (B)(6) 2013. There were no boluses made on (B)(6) 2013. The total daily dose added up and equaled the basal target. The pump powers ¿on¿ and displays ¿verify¿ screen, the display screen contrast is dim and reddish. The pump passed ¿ez-prime¿ steps and exercised for 24 hours correctly. The unit passed a delivery accuracy test. The pump was paired with a test meter and boluses were performed using an advanced bolus feature. The history recorded bolus information at the correct time and order. The keypad is undamaged and properly responsive. The product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.